Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure. Diaphragmatic contraction was lost 107 seconds into the first ablation of the ripv and did not recover by end of procedure. Very small movement could be seen on flouroscopy of the right diaphragm but no capture could be obtained by pacing the phrenic nerve. The procedure was completed with rf for ablation of the rspv and a right atrial flutter line.

Manufacturer narrative:
Bin files were analyzed and do not show system notices or issues for the date of event. Bin files show that at least 15 injections were performed with the catheter. The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.